Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, serial/lot #: unknown/unknown. Analysis found there was an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a fusion system was unable to load exams. Scannermask window pops up after disc is inserted, selects unstructured and the system displays the downloading message. System acts like the entire exam downloads but when the display disappears to reveal the patient list, the patient does not appear. Checked out sr/lupe/exams and the exam was not listed in this directory on either admin or the application. Then updated the scannermask settings to the kd article's specs: media_io*scannermask: 0 media_io*scannermaskset2: 1065984 media_io*scannermaskset3: 129 media_io*scannermaskset4: 0 rebooted the software and reloaded the exam, same result. Site has second fusion that loaded disc without issue. Fusion system that loaded properly was in surgery during troubleshooting and could not cross check settings during time of call. There was no patient present when this issue was identified. (B)(6), (B)(6) 2018.